Event description:
(B) (4) crm received information that this right atrial lead dislodged after the procedure. It was noted that this lead will be explanted and a passive fixation lead will be implanted.